Event description:
Related manufacturer reference number: 2017865-2024-72375. Related manufacturer reference number: 2017865-2024-72376. Related manufacturer reference number: 2017865-2024-72377. Related manufacturer reference number: 2017865-2024-72382. It was reported that patient presented to a dual chamber upgrade for their leadless pacemaker (lp) system. There was a prior leadless ventricular lp implanted from (B)(6) 2023. Patient had high blood pressure, dyspnea, back pain, and runs of ventricular tachycardia (vt) during the beginning of the case. Blood pressure dropped before delivery catheter (dc) was inserted into the introducer and then fluctuated for the rest of the case. A location was found and mapped four times for implant of the right atrial (ra) lp. However, dc was unable to enter long tether mode or release the ra lp. An entirely new ra lp and dc system was then used. Patient's heart rate and blood pressure remained stable. Three locations were mapped, with the last showing loss of capture. A fourth location was mapped. Patient's blood pressure then dropped when protective sleeve was covering the dc and pericardial effusion was seen. Interventions including increasing the right ventricular lp rate and output, recirculating the patient's blood, administering "bicarbonate", and chest compressions were attempted. Patient ended up passing away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-72375, related manufacturer reference number: 2017865-2024-72376, related manufacturer reference number: 2017865-2024-72377, related manufacturer reference number: 2017865-2024-72382. It was reported that patient presented to a dual chamber upgrade for their leadless pacemaker (lp) system. There was a prior leadless ventricular lp implanted from (B)(6) 2023. Patient had high blood pressure, dyspnea, back pain, and runs of ventricular tachycardia (vt) during the beginning of the case. Blood pressure dropped before delivery catheter (dc) was inserted into the introducer and then fluctuated for the rest of the case. A location was found and mapped four times for implant of the right atrial (ra) lp. However, dc was unable to enter long tether mode or release the ra lp. An entirely new ra lp and dc system was then used. Patient's heart rate and blood pressure remained stable. In total, four locations were mapped. Patient's blood pressure then dropped when protective sleeve was covering the dc and pericardial effusion was seen. Interventions including increasing the right ventricular lp rate and output, recirculating the patient's blood, administering "bicarbonate", and chest compressions were attempted. Patient ended up passing away.